Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received critical pump error alarm. The customer's blood glucose level was 369 mg/dl and treated it with bolus. It also reported that there was crack on back of the insulin pump. The customer will return insulin pump for analysis.

Manufacturer narrative:
The device was received with critical pump error and unable to download due to moisture damage on the electronics assembly. Unable to performed displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test due to critical pump error. The device was received with moisture damage noted on motor, vibrator motor or battery tube assembly. The device was received with cracked retainer, cracked battery tube threads, cracked case at battery tube side, minor scratched display window, fading serial number label, missing display window cover, stained keypad overlay and scratched case.